Event description:
The customer reported that the battery failed 15 minutes after being fully charged. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.